Event description:
Pharmacist reported two (2) patients could not get their dose to come out with the super-fine pen needle.

Manufacturer narrative:
For this incident no conclusion may be determined as the defective product was not returned.